Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, when the sheath was removed from the patient, the physician experienced some problems and had to use the force to remove it. Also, this resulted in a deformation of the product. The procedure was completed with cryo. No patient complications have been reported as a result of this event.